Manufacturer narrative:
The specific lot number for this incident is unknown. Two potential lot numbers were provided for this incident. The following information is for each lot number: medical device lot #: 6124982. Medical device expiration date: 5/31/2020. Device manufacture date: 5/3/2016. Medical device lot #: 6146717. Medical device expiration date: 6/30/2020. Device manufacture date: 5/25/2016. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: representative samples of both lot # 6124982 and lot # 6146717 were returned for evaluation. The units were evaluated according (b)4) and no defects were observed. A review of the device history records for lot # 6124982 and lot # 6146717 revealed no irregularities during the manufacture of either lot. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety mechanism of a 20 g x 1.00 in. Bd saf-t-intima¿ IV catheter safety system did not properly shield the needle after use and an employee suffered a contaminated needle stick injury. The employee received post exposure lab work. There was no injury to the source patient.